Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported bleeding from the impella site, despite advancing the repositioning unit into place. The pump was removed as a result. No further hemodynamic support was warranted.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The product was not returned. Clinical notes detail an access site bleed upon insertion of impella cp. The patient had high act. The cause of the access site bleeding was high patient act values.